Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation to date. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the e-luminexx vascular stent system products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent system products are identified. Accordingly, this event has been determined to be MDR reportable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent placement procedure, the handle of the device allegedly detached. As a result, the stent was manually deployed. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure, the handle of the device allegedly detached. As a result, the stent was manually deployed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. No indication was found for a manufacturing related issue. No additional complaint has been reported for this lot number previously. Investigation summary: based on the sample evaluation it could be confirmed that component detachment occurred during the procedure, which made a stent deployment using the trigger method impossible. The returned sample and the event description provided indicated that the stent was released without grip. Potential factors that could have led or contributed to the reported event have been evaluated. Based on the information provided, a definite root cause for the reported issue could not be determined. Labeling review: in reviewing the labeling it was found that the instruction for use (IFU) sufficiently addresses the potential risks. Regarding the usage of a damaged product the IFU states: 'visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.' And 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit.'

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. Therefore, the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: as part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this particular case no sample and no images were provided for evaluation. Therefore, the reported problem could not be reproduced and the investigation will be closed with inconclusive result. Potential factors that could have led or contributed to the reported event have been evaluated. Based on the information provided, a definite root cause for the reported issue could not be determined. Labeling review: in reviewing the labeling it was found that the instruction for use (IFU) sufficiently addresses the potential risks. Regarding the usage of a damaged product the IFU states: 'visually inspect the bard® e-luminexx® vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment.' And 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit.'

Event description:
It was reported that during a stent placement procedure, the handle of the device allegedly detached. As a result, the stent was manually deployed. There was no reported patient injury.